Event description:
Procedure: lobectomy. According to the reporter: when the jaws were opened after the firing it was noticed on the pt side tissue were stuck to the unformed staples. Dr pulled the tissue off the cartridge and over sewed the staple line to correct the area. There was minimal unanticipated tissue loss.

Manufacturer narrative:
Tracking number (B)(4) . Initial report sent to FDA on (B)(6) 2010.